Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragm movement weakened indicating phrenic nerve palsy (pnp). A double stop was performed and the case was switched and completed with radiofrequency (rf). Diaphragm movement did not fully recover by the end of the procedure. No further patient complications have been reported as a result of this event.